Event description:
The handle of the mics fell off. Case type: tka.

Manufacturer narrative:
Reported event: it was reported that the handle of the mics fell off. Product evaluation and results: "visual inspection: visual inspection revealed that the screw was outside of the unit and the handle had dislocated. Dimensional inspection: dimensional inspection was not completed as visual and functional inspection clearly show the failure of the device. Material analysis: material analysis was not completed because visual and function inspection clearly show the failure of the device functional inspection: functional inspection revealed that the handle no longer stays connected to the handpiece. The handpiece motor and electronics function as intended." Product history review: device history records indicate (B)(4) devices were manufactured under lot k093d and (B)(4) including 4201698 were accepted into final stock on 03/17/2017. A review of (B)(4) revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to p/n 209063, prodex lot k093d shows (B)(4) additional complaint(s) related to the failure in this investigation. Complaint (B)(4). Conclusions: the alleged failure mode was confirmed. The screw holds the handle in place. If the screw backs out then the handle can fall. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is (B)(4).

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The handle of the mics fell off. Case type: tka.